Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a syringe motor syringe plunger position failure was confirmed. Physical inspection noted the device to be in good condition. There were no anomalies observed. The error log of the syringe pump module shows there were eight instances of syr plunger position failure (error code 351.6660.0) that occurred between (B)(6) 2015 and (B)(6) 2016. The most recent occurred at 11:56 am on (B)(6) 2016. Analysis of the pcu event log shows that the device was programmed to infuse at a rate of 13.905ml/hr at 11:48 am on (B)(6) 2016. The device alarmed for syr calibrate at 11:56 am and the infusion was stopped. The device failed testing for the plunger force accuracy task. A test infusion was initiated at the last recorded rate of 13.905ml/hr with 10psi of backpressure applied. The device alarmed for ¿calibration required¿ and the infusion was unable to continue. The root cause of the customer¿s report of a syringe motor syringe plunger position failure was identified as a worn split nut.

Event description:
The customer reported an error in the device logs indicating a syringe motor syringe plunger position failure. There was no patient involvement.